Event description:
Zipwire hydrophilic guide wire removed from patient was not intact; ref# m00146152b0, lot # 10803204, exp 2020-02-29; dr. And present from 1314 to 1322, wire fragment not retrieved.